Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned vial containing test strip from multiple lots - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 89 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is approximately 1 month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states he was recently prescribed medication for cholesterol but cannot remember the name. Customer states he has had no recent changes in diet or exercise. Customer takes lantus (62 units) daily for diabetes management.